Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number 8mj738 was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the bin file was performed and signal loss not found for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device availability additional information. G3: date received by manufacturer. G6: report type updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: event problem and evaluation codes additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.